Manufacturer narrative:
The catheter was not returned for analysis as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the unknown guidewire punctured the middle section of the marathon catheter. The devices were not used to treat the patient. The catheter was flushed and the guidewire was hydrated per their specific instructions for use (IFU). A continuous flushed was used during the procedure. The devices were not damaged prior to their use. No images are available. It is unknown if the guidewire was shaped. The devices were discarded at the site.